Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection also found a delaminated downstream occlusion (dso) seal and a buckled upstream occlusion (uso) seal. This indicated a reportable malfunction based on the delaminated dso and buckled uso. Service history review had no indication that the complaint was related to a service of the device within the review period. The battery compartment was replaced to resolve the reported issue, along with the dso and uso seals.

Event description:
The device was returned with report that the battery compartment was damaged. During physical inspection, it was found that there was a delaminated downstream occlusion seal and buckled upstream occlusion seal.